Event description:
The pt was having an appendectomy, when the surgeon was using an ethicon flex 45 stapler. It was noted the stapler broke while firing across the appendix. No harm was noted to the pt in the physician's op note. FDA product safety report ID# (B)(4).